Manufacturer narrative:
(B)(4). Date sent: 10/9/2023. D4: batch # 445c51. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the partial fire, ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. For the difficult to open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 445c51, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon experienced multiple stapling malfunctions during a nephrectomy procedure. During the procedure he utilized the pve35a to staple across skeletonized renal artery and vein. He said that the angle on the vessels was not perpendicular and more oblique due to how the exposure was. This is not uncommon for him. He stated that the vessels fit comfortably in the jaws of the stapler. Upon locking the jaws closed, he waited ten seconds prior to firing. When he pulled the firing trigger the motor momentarily activated then the motor stopped. The surgeon was unable to open the stapler jaws, so he pressed the reverse knife blade button. He said that no staples left the reload. Out of concern, he decided to not use the stapler and switched to the psee45a to fire across the renal artery and vein. He used a white reload for this firing. This stapler fired without issue and he used the same consistent technique he has for years. He clamped down on the vessels waited 10 seconds or so, then fired the stapler and kept the stapler clamped for about 10 seconds after the firing is complete. After this particular firing he saw that the staple line was littered with malformed staples. This caused him to fire a second 45mm white reload across the vascular to ensure that the staple line was secure. In both events, the surgeon has never experienced these issues before. New stapler was used to complete procedure. No fragments made. No patient harm.